Manufacturer narrative:
Device evaluation: the ams800 occlusive cuff was visually and microscopically inspected, and functionally tested. A perforation was found in the cuff shell causing fluid loss. The ams800 pressure regulating balloon and control pump were both visually and microscopically inspected. No leaks were found. The balloon was not functionally tested due to unknown product specifications. The control pump performed within specifications.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 3.5cm cuff, 61-70 cm h2o balloon and pump, was implanted.